Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap colon. According to the reporter: the instruments could be loaded and fired tine, but the dlu could not be opened and the magazine could be not exchanged. The dlu could not be open by pulling back the pusher. The jaws could not be opened after firing. Also, it was not possible to disconnect the empty dlu. The magazine is still connected with handle, so a new handle and with new magazine had to be used. The device was removed from tissue by cutting the device with tissue out of the tissue. The surgery time had to be extended more than 30 minutes due to the problems with the magazine exchange. No adverse event was reported due to the delay in surgery. No bleeding. No extension of incision, no change of surgery, no part fell into cavity, no reinforcement material was used.